Manufacturer narrative:
Tw ID#(B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 when the cannula was introduced into the leg to start ligating vein branches, the c-ring would not pull back into the endoscopic harvesting cannula after it was initially extended out. Of the two attachment point of the c-ring and cannula (one metal arm, and one plastic arm), the metal arm would pull back in to the cannula because it was not connected to the c-ring. Thus, leaving the c-ring attached by the plastic arm only and in an extended position. A new device was opened and the procedure was completed. Just a short delay, until the other device was opened. No harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000385859 history record review was completed. There was one (1) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failures. Specific actions for the reported failure mode "break; c-ring" are being maintained and documented under maquet's corrective and preventive action (CAPA) system